Manufacturer narrative:
The explanted devices will not be returned to bsn for further eval.

Event description:
A report was received that a pt had her precision system explanted, due to an infection.